Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, an evaluation was performed and it was determined that the reported condition of device being froze/not moving identified during service and evaluation is confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device was frozen/would not move. It was further observed that moving parts of the device did not move smoothly. It was determined that the device did not work, and had component and cosmetic damage of scratches on the housing. It was further determined that the device failed pretest for general condition, checking pins length of the handpiece coupling, checking for mechanical free movement, checking general function in running mode and checking oscillation frequency with frequency meter. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed.